Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please confirm which portion of the device packaging was perforated. Was the tyvek perforated? Did the perforation result in a loss of sterility? Or was the outer cardboard packaging perforated? If yes, did the perforation also affect the tyvek and/or blister portion of the packaging? It was the blister that was perforated, so there were a loss of sterility.

Event description:
It was reported that during an unknown procedure, the packaging was perforated. Another like device was used to complete the procedure. There were no adverse consequences for the patient.